Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure the console reported error 208, 58, and the procedure was terminated. The patient was stable, there was no patient complication or other intervention reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or when sedation is unknown.

Event description:
It was reported that during procedure the console reported error 208, 58, and the procedure was terminated. The patient was stable, there was no patient complication or other intervention reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or when sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error displayed by the console was confirmed. The fse proceeded to replace the charger and the chiller, after that, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.